Event description:
It was reported that after placement, no urine outflow. Even when they clamped the bag side and pulled with a syringe, only air was drawn. Per follow up information received via ibc on 03apr2025, it was unknown whether no urine outflow from catheter or drain bag.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, e, f, h. The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, no urine outflow. Even when they clamped the bag side and pulled with a syringe, only air was drawn. Per follow up information received via ibc on 03apr2025, it was unknown whether no urine outflow from catheter or drain bag.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (7) photo samples. The first photo sample shows the top view of urine bag and catheter used for reported event. Second and third photo samples show the top view of catheter used. The fourth photo sample shows a trifurcation site. The fifth photo sample shows the end of a balloon with a deflated catheter. Fifth photo sample shows inflation cap. The sixth photo sample shows the top view of tray packaging. Seventh photo sample shows top view of document written in native language. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". No actions can be taken at this time since a root cause was not identified. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, no urine outflow. Even when they clamped the bag side and pulled with a syringe, only air was drawn. Per follow up information received via ibc on 03apr2025, it was unknown whether no urine outflow from catheter or drain bag.